Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing beginning (B)(6) 2015, ventricle sensing integrity counts up to 198; ventricular tachycardia nonsustained episodes with evidence of lead noise - oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days, and 2 or more high rate nonsustained tachy episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dvbb1d1 ICD, implanted: (B)(6) 2015; 407658 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's device was toning. A remote transmission was sent, showing oversensing on the right ventricular (rv) lead. It was further reported that there was a pace/sense fracture and noise on the lead. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.